Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the needle removed the day after the procedure on (B)(6) 2026? When did the bleeding occur? What was the bleeding source and triggering event? How was the bleeding treated? Please describe any medical/surgical intervention required for the bleeding including results. Was the patient on anti-coagulants prior to surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent vaginal childbirth delivery on (B)(6) 2026 and suture was used. The mother's membranes self ruptured and the amniotic fluid was clear. On the next day, a male infant weighing 3500g was delivered vaginally with an apgar score of 10-10-10. The placenta was delivered, and the placenta and membranes were examined for completeness. The total delivery time was 3 hours and 25 minutes , with good uterine contractions and minimal vaginal bleeding. The doctor performed perineal laceration suturing, but during the suturing process, the problem of pulling off suture needle happened and remained in the perineal soft tissue. Reported to the second-line deputy chief physician and examined the patient. The patient's vital signs were stable, consciousness was clear, and mental state was acceptable. The patient reported mild pain at the perineal wound site, no significant vaginal bleeding, and no discomfort such as headache, dizziness, palpitations, or abdominal pain. Physical examination: body temperature 36.8 degrees c, p 89 times/min, respiration 20 times/min, bp 104/66mmhg. The uterus contracted well, with the uterine floor located 2 fingers below the navel. There was little vaginal bleeding, with a dark red color. There was a small amount of bleeding at the perineal suture site, with obvious tenderness and no obvious foreign body sensation felt. Due to the residual needle in the soft tissue of the perineum, in order to clarify the specific location, depth, and anatomical relationship with the surrounding tissues of the broken needle, perineal and pelvic x-ray examinations were performed. The examination results showed the presence of a metallic foreign body shadow in the soft tissue of the perineum. Based on the examination results, bedside ultrasound guidance was performed to accurately locate the needle position. After disinfection, the perineal skin and muscle soft tissue were separated layer by layer, and the needle was carefully explored. The needle was found in the soft tissue of the anterior perineum and completely removed. The needle was checked for completeness and no defects. There is no active bleeding in the surgical area and perineal fissure, and there was no damage to the surrounding tissues such as the rectum and urethra. The surgical area and perineal fissure will be disinfected again, and soft tissue and skin will be sutured layer by layer. The total bleeding volume was 180ml 2 hours postpartum. The perineal operation time is long, and intravenous infusion of cefazolin will be given to prevent infection. Additional information was requested.